Event description:
A pt participating in an ostomy product clinical trial was admitted to the hosp with a very high output ileostomy. The pt was diagnosed with electrolyte imbalance, food absorption problems, and receives enteral feeding. Physician determined the adverse event was unrelated to the study product.

Event description:
A pt participating in an ostomy product clinical trial was admitted to the hosp with a very high output ileostomy. The pt was diagnosed with electrolyte imbalance, food absorption problems, and receives enteral feeding. Physician determined the adverse event was unrelated to the study product.